Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device manufacture date: monitor: 02/2013. Electrode belt: 09/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via downloaded data that a (B)(6) year old male patient received a treatment. The patient was home at the time of the event. The lifevest treated the patient at 11:30:29 during atrial fibrillation with a rapid ventricular response (230 bpm). The rapid atrial fibrillation contributed to the false detection. The patient was mowing his lawn at the time of the treatment and was unable to hear the alarms. The response buttons were not used. The patient remained at home and continued to use the lifevest.